Manufacturer narrative:
(B)(4).

Event description:
A customer reported a 1 ml diluent leak from their coulter lh 500 hematology analyzer instrument and an issue with the left elevator (b2), which would not life the cassette. The fluids associated with this event are: blood, diluent, and clenz. The customer was wearing personal protective equipment (ppe) consisting of lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No discrepant patient results were generated and there were no patient consequences. On (B)(4) 2012, a field service engineer (fse) was on site and noted a hole in pinch valve (pv49) tube. The fse replaced the tube which resolved the leak issue. The fse replaced the left unload elevator motor (b2), a stepper motor, which resolved the issue of cassette movement. Failure mode of the event was the tubing through pv49.